Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01222. It was reported that the patient experienced ineffective therapy. Additionally, patient¿s therapy strength was decreasing on its own. Diagnostics revealed that one of the s1 lead has high impedance. As such, surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has high impedance. Hence both leads are being reported.

Manufacturer narrative:
The report event of auto-reduction issues was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead with high impedances was explanted and replaced. Postoperatively, the patient has effective therapy.